Event description:
It was reported that during a coronary artery drug eluting treatment procedure, stent dislodgement occurred. The 99% stenosed target lesion was located in the severely tortuous and calcified right coronary artery (rca) at the location of the distal portion of a previously implanted bare metal stent (unknown type). It is noted that there was no in-stent restenosis of the previously implanted bare metal stent. The lesion was predilated using a 2.0mm unspecified balloon. A 2.5x12mm taxus express2 drug eluting stent was advanced but did not cross the lesion. The pt2 guide wire was exchanged for another manufactures guide wire and advancement of the 2.5x12mm taxus express2 stent delivery system (sds) was attempted again. During this attempt, the 2.5x12mm taxus express2 sds got stuck on the previously implanted bare metal stent and the taxus stent dislodged. Removal of the dislodged stent using a snare was not successful. Removal of the stent using another manufactures 1.25x10 balloon by crossing through inside the dislodged taxus stent and inflating the balloon was also not successful. It was then decided to crush the dislodged stent (using an unspecified balloon) inside the previously implanted bare metal stent. A 2.5x18mm non-bsc stent was then implanted overlapping the crushed taxus stent, and another 2.5x12mm non-bsc stent was implanted in the rca, completing the procedure. No patient injuries or complications were reported. The patient was discharged and condition will be follow-up. Patient status reported as "good".

Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.